Event description:
It was reported that a post market clinical study, pt study underwent a balloon kyphoplasty procedure on (B)(6) 2007. One day post procedure, the pt experienced a superficial would infection in three out of four incisions at the incision site which was treated with antibiotics. Reportedly, the event resolved on (B)(6) 2007. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company representative.